Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Gcm received ca ro 1378452 on 17-july-2024 forwarding a complaint from abraham jang, infusystem canada - first biomedical inc, regarding a pump kit, cadd-solis vip, mdl 2120, ce english ous 1/ea with ln 21-2120-0100-50 and sn (B)(6). It was stated red screen system fault (41100). There was unknown patient involvement and no patient harm/adverse event was reported. Bhemboum 18-july-2024.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and the tamper seal to be missing. A review of the event history log revealed error code 41100, and many downstream occlusion (dso) alarms. Functional testing was unable to duplicate error code 41100; however, it was confirmed in the ehl. To address the issue the main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.